Event description:
A trilogy 100 was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed an active exhalation purge valve closed test step. The device's active exhalation control module was replaced to address the issue. Additionally, not related to the reportable event, the device's power cord clamp, handle o-ring, and rubber feet were missing. The device's front, rear and base enclosures were damaged. The components were replaced to address the issues. The device was tested and passed all final testing.